Event description:
It was reported that the patient contacted support requesting assistance with a cartridge change after experiencing elevated blood glucose levels and needing additional insulin. The patient stated they had consumed a large meal and, as a new pump user, were not yet able to select a higher-than-usual insulin option. The patient was using a steel infusion set. Support guided the patient through the cartridge replacement process, including disconnecting from the infusion site, rewinding the device, inserting a new cartridge, filling the tubing, reconnecting, and filling the cannula. The patient confirmed that insulin therapy was successfully resumed. The highest reported blood glucose level during the event was elevated but remained out of range for less than an hour and was corrected by changing the cartridge and resuming insulin delivery. The device did not alert for high blood glucose, and no symptoms were reported. No outside assistance or medical intervention was required. The patient was advised to monitor blood glucose levels for the next one to two hours and to call back if additional issues arose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.